Event description:
Baxter reports a home pt having 3 cassettes with 3 different lot numbers leaking. The leak is reportedly at the tube and cap connection during use. Companion samples are available. No pt injury or medical intervention is associated with this incident.